Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 for which the patient had to visit emergency room due to high blood glucose value. The length of hospitalization was less than 24 hours. The patient got treated with insulin via intravenous drip. No further information available.